Event description:
Pt had a penile prosthesis implanted approx 13 yrs ago. This was a 3-piece prosthesis. This apparently failed approx 2 yrs later and was replaced by the prosthesis which is the subject of this reporting. This subject prosthesis broke approx 1 yr ago (1999) but pt didn't do anything about it until noticed sudden pain while bowling. (The 1st prosthesis was originally implanted due to vascular disease and was done at another facility. In 2000, the 2nd prosthesis was explanted. The operative report revealed erosion of the prosthesis into the right corporal tip.